Event description:
Caller reported a continuous glucose monitor (cgm) error. The record indicated a cgm error 42 associated with a g6sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, after which the error did not reappear. The caller successfully started their sensor session without further issues.